Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 606 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery alarms in the alarm history. The customer was still in the ICU at the time of the call. Unable to troubleshoot further. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.